Event description:
On (B)(6), 2014, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis featuring c3® delivery system to repair an abdominal aortic aneurysm. It was reported that the patient's proximal neck angle was 45 degree, length was 26mm, and diameter was 25-26mm. After deployment all the devices an angiography revealed a proximal type I endoleak. The ballooning to the proximal neck was performed twice however the endoleak remained. The physician elected to implant a gore® excluder® aaa endoprosthesis aortic extender component (pxa280300j/12691653) to repair the endoleak. After deployment of the device, it was reported that the right side of the device at the outer curve of the aorta moved about 10mm proximally and unintentionally covered the right renal artery. It was reported that the device did not move as a whole and the left side of the device remained at the originally deployed position. The physician attempted to repair the coverage by implanting a bare metal stent to the right renal artery however cannulation was not possible. As blood flow was confirmed to the artery with no delay, the physician decided to monitor the patient. The physician stated that the cause of the right side of the device moving proximally is unknown.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.